Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens was not inserted properly. The haptic was broken on lens removal and surgery completed with replacement lens during initial procedure. There was no patient impact.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area, split and torn (still attached) in the distal area. The optic edge was scratched. The optic was split and cracked from edge traveling inward toward the center. The optic anterior surface was scratched near the edge. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. The lens was removed from the eye and returned. The reported broken haptic was observed, along with additional lens damage. The root cause for the lens damage may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).